Manufacturer narrative:
UDI: unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered ongoing hip pain and exposure to metal ions. Doi: (B)(6) 2008, dor: no information (right side). Update (8/9/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update rec'd 12-15-2015- patient claimant letter received indicating the patient is scheduled for revision. The complaint was updated on jan 13, 2016. Update 12/29/2016: der received. The patient was revised on (B)(6) 2016 for pain. The taper sleeve is being added to the complaint. This complaint was updated on: 1/4/2017.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.